Event description:
During implantation, the tip broke on the driver during screw tightening. Surgeon could not remove the tip from inside the screw head; the tip remains in the pt. Surgeon is not planning to revise.

Manufacturer narrative:
Device is an instrument and is not implanted. Revision is not planned at this time. The device manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.